Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the data from the date of the complaint had been overwritten due to continued use. Loss of prime warnings associated with a non-zero low force was observed in the recorded data. The battery cap was not returned with the pump for investigation and a test cap was used to complete the investigation. On testing, the pump could not be exercised due to a load step failure with ¿cartridge not detected¿ message displayed. The pump was opened for investigation and revealed contamination on the force sensor assembly. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This complaint is not being reported because the patient continued to use the damaged and this misuse did not cause or contribute to an adverse event. Also unrelated to the complaint, the display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible. Recall # 2531779-03-24-2010-0003-r.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: load step malfunction with force sensor assembly contamination, defective display.